Event description:
It was reported the patient has not recharged the scs system in 3 months and as a result is unable to turn stimulation on. Communication cannot be established with any external devices. Surgical intervention may be undertaken at a future date. F/u revealed the patient has an unrelated wound issue which is currently being addressed by his general practitioner.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.